Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka). The customer's blood glucose value was not provided. The customer declined to provide additional information regarding the issue.